Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge and experienced insulin squirting out of pen after it was full, while also using cartridge and insulin for extended period with excessive insulin volume. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support on recommended cartridge and infusion set use, including proper filling with syringe, acknowledged guidance and planned to consult with healthcare provider, and successfully loaded new cartridge and resumed insulin delivery with no further issues.